Event description:
Additional information was received from the patient who called back ¿inquiring if there is only one diagnosis for the pump therapy at one time.¿ the patient also re-reported the issue with their pump. The patient stated that the pump was put in for thoracic pain, so it was placed under their breast to target middle back pain. The patient stated that the pump is in a terrible location because they had an x-ray done to confirm it was pushing against their large intestine and causing severe constipation. During the call, the patient mentioned taking ¿creon, pain, stomach, and sleeping meds.¿ then the patient stated that they had a surgery done and they didn't do well with surgery and the doctor was giving them morphine every 10 minutes to help the patient sleep instead of providing the patient their sleeping meds. The patient also mentioned they were in the ER (emergency room) in november of last year. The patient stated the hcp (healthcare provider) wasn't going to fill the pump until on december 9th, but they ended up filling the pump 3 days before thanksgiving and they were told it would take 3 days for the meds to "kick in." The patient stated that the therapy never helped their back pain. The patient also mentioned they had severe pelvic pain, and a hernia was ruled out. They were diagnosed with diastasis recti and were told to go back to the urologist. The patient stated that the pump was placed too high, and they can feel it dragging against their stomach. Per the patient, they were told to buy spandex/a wrap, but they could not wear a brace due to the pump. The patient stated that the pump causes discomfort - flank and back pain. Per the patient, their home infusion nurse was coming on friday, and they would be changing their pump med from morphine to dilaudid. The patient mentioned ¿dilaudid caused.¿ then did not finish their comment about their past experience with dilaudid. The patient also mentioned having "flare ups of pancreatitis".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain indications. The patient representative (rep) stated the patient just had the pump refilled on monday and the next fill was (B)(6) 2025. Patient states they would be probably changing the medication to dilaudid but not sure yet. While on the call, patient stated "about a month ago" the pump started rubbing up against the ribs and causing pain. Patient stated she had "diastasis recti" a separating of the abdominal muscles and had abdominal pain, so the doctor implanted the pump up higher, under the breast. Patient reported she had been having the worst constipation and she had been to the emergency room (ER) 3x for pain and nausea and she could not eat. Patient also stated she had lost weight due to not being able to eat. Patient stated when they filled the pump on monday, they did an x-ray and it showed the pump was pushing on the large intestine, which could be causing the constipation. Patient stated she could not bend over because the pump hits the ribs causing pain. Patient stated she could not walk due to flank pain not sure if it was due to curvature of the spine and increased back pain. Physician assistant (pa) recommended patient "push the pump to where its comfortable". Patient stated they had given her something for the nausea and finally she could eat a little bit. Patient stated at implant she was in the hospital for 5 days instead of 3. Patient stated she had to lay on her side for 53 hours and since then her leg has been numb. Patient stated prior to implant her left foot had been numb, but not since implant the right foot and leg had been numb. Patient stated she was/is having calf pain and it was checked for blood clot and they did not find any. Patient mentioned she also had pancreatitis and curvature of the spine and kidney stones. Patient also mentioned the pa suggested the patient take magnesium.